Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced uncomfortable stimulation post reprogramming reference MFR. Report# 1627487-2019-04184. Surgical intervention may occur later to address the issue.